Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Note: two lot numbers were provided. This file has been defaulted to lot number (B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: 28/oct/2009 expiration date: 27/oct/2014. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: 05/nov/2009 expiration date: 04/nov/2014. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with a 350cc mentor memorygel breast implant experienced capsular contracture baker grade unknown and rupture on an unspecified side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.